Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was removed/broken. Performed three accuracy tests, the pump was found to be within manufacturing specifications. A calibration due date of (B)(6) 2023. The customer's reported problem was not duplicated by accuracy tests. No fault was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device failed accuracy test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.